Event description:
The customer obtained an elevated result on a serum sample from a female patient using high-sensitivity troponin I (tnih) lot 074 on an atellica im 1300 analyzer. The result was greater than the 99th percentile, as listed in the assay instructions for use. The result was reported and questioned by the physician. The same sample was retested on the same day and retest results were similar to the initial result and still greater than the 99th percentile. Alternate method testing was performed on the sample, and the result was below the reference interval for the method (0.02 - 0.04 ug/l). A second sample from the patient was sent to main lab for interference investigation. Two (2) different alternate methods were used to test, and results were lower than the atellica im results. There are no reports of patient intervention or adverse health consequences due to the elevated tnih results.

Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of elevated atellica im high-sensitivity troponin I (tnih) results that were considered discordant compared to the lower result obtained with an alternate method. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Quality control (qc) was in range at the time the sample was run and the patient sample results were reproducible. The atellica im initial result was 153.863 ng/ l (99th% female serum = 38.64 ng/l) and the repeat results (in duplicate) were 151.126 ng/l and 153.287ng/l. This indicates a sample/patient specific incident. The sample was retested on a point of care troponin I method and result was low/normal (0.01 ug/l; method cut off 0.04 ug/l). The customer sent another sample from the patient to their main lab and tested on two other troponin I methods; alternate method 1 result was 3 ng/l (method reference interval = female 10ng/l) and alternate method 2 result was 23.4 ng/l (method) reference interval = female 16 ng/l). No sample was available to be sent to siemens for further investigation (i.e., for any sample interferents that could have caused the elevated result). The atellica im tnih method is a high sensitivity troponin I method compared to the alternate methods, which are conventional sensitivity troponin I methods. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and the alternate methods will have similar results. The clinical performance section of the atellica im tnih instructions for use (IFU) states, "there are conditions other than ami that are known to cause myocardial injury and elevated tni values". The interpretation of results section of the atellica im tnih IFU states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings". Siemens has completed the investigation. No potential product issue has been identified.